Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger flippers were visibly not seated all the way, the alternating current (ac) receptacle was missing, the right plunger case was cracked, and the bottom case was cracked by the l bracket. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reset the timing plates. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed, corrected data: d1.

Event description:
Information was received indicating that a smiths medical medfusion pump was not sensing the syringe. No patient was involved in this event. No adverse effects were reported.